Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised that the pump could continue to be used. The customer agreed to contact technical support again if any malfunction codes reappeared.